Event description:
Surgeon was doing a lower extremity bypass operation and one of the light handle covers fell off into the patient field. This has happened to the surgeon once before. The handle covers seem to be very loose. Periodically they slip off and drop into the field. This presents to be a safety problem with contamination. This is the steris sterile light handle cover lot 11484764, ref lb83. I have contacted a steris rep about this. This light handle cover is for the steris harmonyair a-series without the cameras.